Event description:
It was reported that the pt experienced a stroke. The pt's condition is improved, but continuing. The pt developed right facial weakness that improved almost immediately, but the next day it worsened and also developed right upper and lower extremity weakness. Right side weakness remains. Sequential CT scans of the head showed no bleed. A mra of the head revealed an approximate 18 mm cavernous aneurysm involving the left internal carotid artery within the cavernous segment. This finding was also seen during the stenting procedure. An MRI of the brain showed signal changes consistent with 48 hour old infarction measuring 1.6x1.5 cm in periventricular white matter, left parietal lobe. This event resulted in new hospitalization and the pt was given thrombolytic treatment. The pt was transferred to rehab, 3 days later, with a final diagnosis of left hemispheric cerebrovascular accident, thrombotic. No add'l info is available.